Event description:
It was reported that this valve was explanted after 3 years & 6 months, due to thrombosis and prostetic stenosis. No further information was provided.

Manufacturer narrative:
Device not returned.